Manufacturer narrative:
The bench repair technician (brt) evaluated the device at bench and determined that the device was not opening due to a malfunction of the processor pca, cbl ui to processor mix. The processor pca, and cbl ui to processor mix were replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that device "will not turn on." The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.